Manufacturer narrative:
Medtronic received the following information from a journal article entitled; type ii hybrid arch repair versus total arch replacement with frozen elephant trunk: a propensity score-matched analysis liu et al, european journal of cardio-thoracic surgery 60 (2021) 297¿304 original article doi:10.1093/ejcts/ezab047, mean age, mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted in conjunction with non mdt stent grafts in patients during type ii hybrid arch repair (har) and total arch replacement with frozen elephant trunk (tar with fet) on unknown dates. The following adverse events were reported: endoleak, stent deformation and stent displacement. The cause of the adverse events are undetermined.